Manufacturer narrative:
Age at time of event: (B)(6) years old. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient presented with an episode of angina which was increasing frequently from past two months. The patient's troponin values were found to be elevated and the patient was admitted to the emergency department on the same day. IV nitroglycerin was adjusted to treat this event but was unsuccessful. Finally, a catheterization was planned. The patient had radial left mastectomy due to breast cancer and was using a wheel chair as the patient was unable to walk due to arthritis. Two days post hospitalization, transthoracic echocardiogram was performed which revealed overall slight depressed systolic function, left atrium slight dilation, enlarged mitral valve, septal and inferior akinesis, moderate mitral and slight tricuspid insufficiency. The following day, severe stenosis in svg to om was treated with balloon angioplasty. After catheterization, the patient experienced aggravation of kidney function which was improved by plasma exchange therapy. Furthermore, the patient experienced decrease in level of consciousness. Finally, stent implantation was postponed. Twelve days post hospitalization, svg to lcx was treated with direct placement of 2.75 mm x 24 mm and 2.5 mm x 12 mm non-bsc stents in over lapping manner. Chest x-ray revealed signs of acute pulmonary edema. After catheterization, the patient experienced heart failure. To treat this, high dose of diuretics were introduced but there was deterioration of kidney function down to a creatinine value of 2.66. Finally, the patient remained in acute pulmonary edema with oliguria.

Event description:
(B)(4) clinical study. It was reported that patient death occurred. In (B)(6) 2011, the patient presented due to unstable angina and cardiac catheterization was recommended which revealed a de-novo ostial lesion located in the proximal portion of the saphenous vein graft(svg) to right posterior descending artery(pda) with 90% ostial stenosis and was 20 mm long with a reference vessel diameter of 3.2 mm. The target lesion was treated with predilatation and placement of a 3.00x24mm promus element ¿ drug-eluting stent, with 15% residual stenosis. Eleven days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient's troponin values were found to be elevated and was hospitalized on the same day. An event of myocardial infarction(mi) was reported by the site (peak troponin I= 0.37 ng/ml, uln= 0.04 ng/ml). On the same day, an electrocardiogram(ECG) was performed which revealed a non q-wave mi with st segment depression. The patient was observed to be experiencing recurring chest pain. Medication was given and percutaneous coronary intervention(pci) was performed with placement of a drug eluting stent to treat the event. Fifteen days post hospitalization, the site reported that the patient died.